Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. No surgical notes were received, and only a brief note was received from the tha done in 2007 which is mostly illegible. It is unk whether the stem was implanted with the correct fit and orientation as per surgical technique. Instrumentation used is unk. X-ray images post-primary surgery and from the revision surgery were not returned. Info regarding mating components such as the head, liner or shell was not provided. Patient factors that may affect the performance of the components such as age, height/weight, bone quality, activity level, type of activity (low impact vs high impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. Based on the above info, the cause of the pain that resulted in the revision surgery is unk. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised for pain.